Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer had frequent replace battery now alarms. Customer stated that top of the battery compartment was cracked. Customer's blood glucose was 7.2mmol/l at time of incident. Insulin pump will be return for analysis.

Manufacturer narrative:
The device received with operational currents within specification and passed self test and displacement test. The device received unexpected battery power loss alarms due to connector resistance with the electrical board. No replace battery alert or replace battery now alarm noted during testing. The device received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads.